Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the clinician was unable to interrogate the device. No pacing was noted on the electrocardiogram with a magnet. The device was explanted and replaced. No patient complications were reported as a result of this event.